Event description:
It is reported that a customer was hospitalized for unknown reasons. The customer's blood glucose level was unknown. The customer's wife needed assistance rewinding the insulin pump. The customer's pump was in suspend mode. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.